Event description:
The customer reported that the unit failed to recognize the battery.

Manufacturer narrative:
The customer reported that the unit failed to recognize the battery. The unit was evaluated a philips, and the failure was verified. Replacing the battery pca resolved the failure.